Manufacturer narrative:
The customer¿s report of separation of the silicone pump segment was confirmed. Visual inspection of the set showed the silicone pump segment was attached at the upper fitment, but the retainer ring was not in place. The retainer ring was found loose in the sample bag. It was manually put back into place around the top of the silicone tubing and upper insertion tab. Both ends of the silicone segment, as well as the insertion tabs on either end were examined under magnification and no damage or abnormalities were noted. Functional and pressure testing resulted in no separation of the silicone segment. The cause of the separation was determined to be the pulling of the tubing while re-loading the set back into the pump after responding to an air-in-line alarm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device alarmed for ail (air in line) during an infusion of rituxan. While inspecting the tubing for air bubbles the user gently pulled on the tubing to reinsert back into the pump causing the upper fitment to separate from the silicone segment.